Event description:
The olympus sales representative reported that the customer visera elite ii video system center is getting a touch panel error, e333 code. The reported error occurred during an unspecified event. No death, injury or harm was reported. The device will be returned for service/repair.

Manufacturer narrative:
During troubleshoot via telephone, the olympus technical support engineer recommended to power off the device, clean the touch panel and to verify no scratches/debris on the touch panel. The device was installed two weeks ago, and the customer just started to use the device. Additional information has been requested and is pending response. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error code e333 was due to a temporary communication failure between the printed circuit board (dp board) and the touch panel. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for repair/evaluation. The device passed inspection except for cosmetic issue, discoloring/yellowing of the front panel and white discoloration left by stickers. Additional cosmetic issues include a slight top cover deformation at the lip of front panel and a bent chassis frame under the left side behind the foot. Does not affect the fit, form, or function of the unit. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The new visera elite ii video system center had an out of the box failure, e333, touch panel error during preparation for use. A replacement has been received.